Event description:
The patient called and reported that their device that was implanted in (B)(6) 2013 has an estimated five months of battery life remaining. The patient stated that a lead connectivity issue is related to the battery drain of their device. Follow-up was conducted with the clinic and from the information obtained it was reported that the patient was last seen on (B)(6) 2014 and that the patient's chart stated that the left ventricular (lv) lead had no capture with max output and high impedances. The lv lead was then replaced in (B)(6). The device remains in use and is being monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6944-65, lead, implanted: (B)(6) 2006; 5071-35, lead, implanted: (B)(6) 2014. (B)(4).